Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismax machine was observed to be "wobbly" during set up. The device was at risk of tipping over. There was no patient involvement. No additional information is available.